Event description:
Patient self tester reported low results: 1.3, 1.8. The previous week the patient had an inr = 1.2 and doctor increased his dose of coumadin. Patient self tester is on erythromycin for a sinus infection. Technical service rep advised patient to contact his physician and discuss possibility of lab draw while on antibiotics; informed patient that antibiotics can interfere with testing as noted in the package insert.

Manufacturer narrative:
User did not provide lab testing result for direct comparison with provided inratio result. Insufficient information provided to determine conformance to established accuracy standards. Further comparative accuracy analysis is not possible. Discrepant results (precision) comparison of inratio test results as follows: date: (B)(6) 2012, inratio: 1.3, inratio: 1.3, mean: 1.55, sd: 0.35, %cv: 22.81, result: fail. Since %cv is greater than 20%, inratio meter results fail the criteria for precision. The results are considered discrepant beyond the documented variability for pt/inr testing. Per tech service rep, user reported patient on antibiotic medication at the time of testing. Per product insert, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants." No strip lot information or returned product provided. No further investigation is possible. Conclusion: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No lot number was reported and no product is expected to be returned. Unable to pursue further investigation without additional information. Patient's antibiotic use could not be rule out as a contributor to the unexpected results. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.